Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. Some of the catheters analyzed had a drop of excess coating in the area of the coated/uncoated catheter close to the connector. No other coating irregularities were found. Batch documentation shows no abnormalities. A drop of excess coating in the area of the coated/uncoated catheter, which sometimes can be formed during the coating process, is accepted in the quality control since they are usually dissolved during the wetting of the catheter.

Event description:
A patient is complaining about sometimes having a bleeding after catheterization.